Event description:
The hcp reported the pt was experiencing intermittent drug effect with morphine and compounded baclofen in the pump. A cath dye study was attempted, but unable to aspirate from the side port. The refill volumes were reported as within normal limits. In surgery, the catheter was accessed via a back incision and freed up from the tissue. The hcp was still unable to aspirate from the catheter. The intrathecal portion was explanted and sent to the manufacturer for analysis. The pump was purged and fluid was noted to be dripping from the proximal portion of the catheter. A follow up report will be sent when additional info is received.